Manufacturer narrative:
(B) (4). (B) (4). The device is expected to be returned for investigation. It has not yet been received.

Event description:
Device issue: failure to deploy-suture. Time of device issue: during vessel closure. Adverse event: failure to achieve hemostasis. It was reported that a physician trained in the use of the prostar xl device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, after pulling the handle to deploy the needles, only two of the four needles emerged at the top of the barrel. Device deployment was terminated and needle back-down steps were taken to remove the device from the vessel. Manual compression was applied to achieve hemostasis. There were no reported adverse pt effects. No additional information was provided.